Event description:
When the procedure was being started, the device stopped working. There was no harm to the patient. The procedure was just delayed until the rep could fix the problem. The problem was determined to be a faulty wire.